Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent postprandial hyperglycemia with blood glucose readings in the high 200s to low 300s after dinner until ambulation was performed, and the caregiver was advised to sync the ilet for further evaluation by clinical decision support. Symptoms included hyperglycemia without reported ketones or adverse systemic effects. Outcomes included no alarms, no third-party assistance, and no hospitalization. Investigation included customer counseling on device use and a plan to review synced device data for further assessment. Investigation of this case revealed that the cause of the hyperglycemia was not determined based on available information, and no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.